Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the spring on the attune space block broke, and the attune femoral impactor was broken in two pieces. The prosthesis was able to be implanted and the case was completed without any patient consequence. The surgery was not prolonged.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, " able to implant the prothesis even it was broken. And completed the case and spring on the spacer block got broken. Attune femoral impactor broken in 2 pieces." The product was not returned to medtech orthopaedics; however, photos were provided for review. Upon reviewing the attached photographs, no observations could be made regarding the nature of the reported issue "broken". However, the photo investigation indicated that 254401014, attune spacer block, exhibited a deformed spring." "The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the attune spacer block would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.